Manufacturer narrative:
Additional information: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the effluent pressure sensor during treatment with one unit of prismaflex m150. There was patient involvement however, no patient injury or medical intervention was reported.

Manufacturer narrative:
H10: the actual sample was not available however, photographs and a video were provided for investigation. Visual inspection observed leakage from the effluent pod. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.